Event description:
It was reported that there was an untreated episode due to a sinus rhythm with noise and oversensing. This subcutaneous implantable cardioverter defibrillator (s-ICD) finished charging, but no inappropriate shock was delivered. The patient was brought into the hospital for follow up and provocation testing for programming optimization. An inquiry regarding programming options for this patient was sent to boston scientific technical services (ts). Ts discussed programming options and recommendations for follow up of this patient as the patient was going to be travelling. No adverse patient effects were reported. This device remains implanted and reprogrammed to avoid inappropriate shock therapy. Additional information noted that an alert was seen via remote monitoring due to three atrial fibrillation episodes as well as undersensing due to a reduced r wave amplitude. The patient was feeling unwell as a result of atrial fibrillation. Ts provided an explanation regarding the most recent episodes in question and confirmed normal device function. Additional information was provided, it was reported that technical services reviewed the reported undersensing situation as well as previous data where noise oversensing was documented and inappropriate shock delivered. Additionally, the smart pass feature was deactivated. The reason of the deactivation was due to low signal amplitude in combination of long intervals. To reactivate the filter, you may consider using either automatic or manual setup. When secondary vector 2x was programmed, inappropriate shock was delivered by the device, so technical services suggest avoiding secondary vector 2x. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.